Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
Customer reported patient stated they saw an ent for sinus problems and had CT scan taken showing implant #14 was infected up into sinus cavity. Implant was removed with forceps, sinus closed, gbr/gtp. Symptoms as a result of the event: pain, inflammation, bone loss, loss of integration.

Event description:
It was reported, that implant #14 was infected up into sinus cavity.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: a summary investigation has been completed for bone loss and infection events. Recognizing, that a definitive root cause cannot be identified, due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.). Patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating, potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping. The available detections has been assessed and found remote and almost nonexistent. Zimvie received, one implant for evaluation. Visual evaluation was performed, the implant was returned with no damage that would cause or contribute to the event. Measurements match drawing. Complaint history review was performed, for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review. The most likely, root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required. As the complaint investigation did not confirm, the products were nonconforming at the time of distribution and no new failure mode, harm or hazardous situation was identified through the investigation performed.